Event description:
It was reported the patient underwent an initial left total knee arthroplasty. Approximately 7 days post implantation, the patient presented with shortness of breath. The patient was admitted for pulmonary embolism without acute cor pulmonale, elevated troponins, and acute myocardial injury. The patient was placed on additional anticoagulants and oxygen and discharged 3 days later. Approximately 2 weeks later, the patient was diagnosed with deep vein thrombosis of the left calf. The patient is taking eliquis. No further complications were reported at this time.

Manufacturer narrative:
(B)(4). A 71 year old female developed pulmonary embolism on post op day 7 and required hospital admission for treatment of pe. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03464, 3007963827-2022-00321, 0002648920-2022-00252.